Manufacturer narrative:
(B)(4). This complaint is for a report of user error. Patient was not connected; however, therapy had began. The complaint cannot be confirmed in the lab due to a lack of sample. Follow up was done via phone call. The patient stated they have continued therapy with no injury or medical intervention as a result of this incident. Not enough data are available within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a low drain volume alarm the home patient (hp) was instructed to start over with new supplies but the hp stated that all that they did was turn their hc off and on a couple of times and then the hc went to press go to start so they just re-started with the same supplies. The baxter technical service representative (tsr) explained to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they started over with new supplies. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.